Manufacturer narrative:
The patient's age at time of event or dob, gender, and weight are unknown. This information was not available from the facility. During inflation, the balloon burst at an unknown pressure, thus is being reported as a conservative measure. Patient information regarding relevant tests/laboratory data or medical history is unknown. This information was not available from the facility. (B)(4). The angiosculpt device was disposed by the hospital, thus no evaluation performed. The angiosculpt device was used beyond the expiration date.

Event description:
When the angiosculpt device was inflated in a severely calcified lesion, the balloon ruptured. The pressure at which the balloon burst is unknown. A goodman nse device was used to complete the procedure. No information on the patient or the concomitant devices could be obtained.